Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a hakim programmable valve was leaking post implant and was revised. The plastic disc behind the reservoir had separated from the valve after the patient was involved in a car crash.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming; no issues were found. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues were found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: device available for evaluation. The previous report indicated that the device had been returned, but did not indicate the date. This reported has been updated to reflect the corrected information.